Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power error. Customer's blood glucose was 340mg/dl at the time of incident. Troubleshooting advised customer to wait until the notification light stops blinking, remove the battery and insert a new battery. Customer was also advised to call back if the issue persists.